Event description:
The initial reporter alleged an unexpected non-reactive result for hepatitis b virus (hbv) using the kit s201 t-scrn mpx v2.0 96t us-ivd assay on the cobas taqman instrument. The sample, identified as (B)(6), was tested in a pool of 1 on (B)(6) 2022 and in a pool of 6 on (B)(6) 2022, both of which generated non-reactive results for hbv. Serological testing of the same sample was reactive for both hepatitis b surface antigen (hbsag) and hepatitis b core antigen (hbc). The sample was also reactive for chagas. The donation was blood, and it was not used.

Manufacturer narrative:
The analysis was performed on a cobas taqman instrument (serial number: (B)(6). The investigation determined that the kit s201 t-scrn mpx v2.0 96t us-ivd assay performed within specifications. A review of quality control data, complaint history, and non-conformance records did not identify any issues related to the reported event. Positive and negative control growth curves were robust and sigmoidal, confirming proper assay performance. No recent product changes relevant to the customer allegation were identified. The most likely cause for the discrepant non-reactive hbv result in nat testing versus reactive serology results for hbsag and hbc is that the donor likely had a resolved hbv infection, with a serological response to the virus. The donation was not used, and no additional harm or delay in treatment was reported.